Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly dispensed the entire cartridge of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed two "no cartridge detected" warnings recorded in history. The pump powered up with no issues. The pump was found not to detect the cartridge during the load step. A force sensor calibration test was unable to be performed due to the load step failure. The pump was opened and a component was found to be shifted and misaligned on the printed circuit board (pcb).